Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose for a month and a half and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer has been hospitalized two more times. Caller stated that she was getting a different value every time she primed the insulin pump. Nothing further was reported.